Event description:
During procedure start, post intubation, oxygen saturations decreased briefly. Troubleshooting done. Additional support given and oxygen level returned throughout procedure. Upon extubation, the balloon on endotracheal tube (ett) was malformed.